Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the patient received a transfusion. He believes that the patient was scanned and saw blood in abdomen.

Event description:
It was reported that post op a sleeve gastrectomy, the staple line bleed and the patient had to come back to the operating room, the staple line was completely hemostatic. The patient hemoglobin dropped from 14 to 9.6 the night and following day after surgery. They could see blood clots on the staple line. There were no patient consequences reported.